Manufacturer narrative:
Submit date: 2/14/2017. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 1/19/2017 that a customer had an issue with a suction tube. The customer reports suction in their ortho packs has a blue end, is very pliable/rigid resulting in collapse.